Event description:
Follow up visit for a three level posterior lateral fusion procedure, l2, l3, and l5, an x-ray revealed that the screw head came off post operatively.

Manufacturer narrative:
H3, h6: subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.